Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure. This resulted in a dirty needle stick injury. Labwork was done including antivirals for the stick.

Manufacturer narrative:
Investigation summary: two photos were submitted for review. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot #7282642 regarding item #381412. DHR review was performed on lot number 7282642. The lot number was built on afa line 4 from 16oct2017 thru19oct2017. Packaged on packaging line 9 (pallets 1-8) 18oct 2017 thru20oct2017. Packaging line 11 (pallets 9 and 10) 20oct2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Investigation conclusion: based on the review of the submitted photo the defect needle reaction failure was confirmed. The photo displayed the white button was depressed and the needle was partially retracted, leaving the needle tip exposed. Root cause description: root cause for this incident is indeterminate. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Rationale: conclusion(s): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure. This resulted in a dirty needle stick injury. Lab work was done including antivirals for the stick.